Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: b5. Additional customer contact information: name:(B)(4) , occupation: biomedical engineer. A getinge field service engineer evaluated the unit and found pressure regulator would adjust pass 378. Fse had found the pressure loss was caused by the pressure tubing fitting. The fitting at the compressor was worn out and loose in the pressure port. Also the compressor was noisy. Replaced the pressure tubing and the compressor along with muffler. Functional tested without any further issues or failures. Cardiosave iabp services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The defective components were received for further investigation. The failure analysis and testing dept. Received the following part associated with this complaint: compressor, scroll, vacuum tubing, pressure tubing, the failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat installed compressor, scroll, vacuum tubing and pressure tubing into the cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Compressor, scroll was very noisy making a growling like sound and a motor boating sound. The compressor failed testing for being noisy. Vacuum tubing and pressure tubing passed testing and did not contribute to the noise the compressor was making. Retaining the compressor and tubing in the fat per procedure number (B)(4) rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during semi annual maintenance performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) pressure regulator would adjust pass 378. Also the compressor was noisy. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) pressure regulator would adjust pass 378. Also the compressor was noisy. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.